Event description:
The iab would not inflate. On 3/10/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - reported 2/6/97. Patient's current status: unk - rpt'd 2/6/97.